Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient's contact reported that the patient observed that the patient line somehow disconnected from the patient's catheter after the patient received a drain complication on the liberty cycler during treatment. A disconnection at this stage would result in a fluid leak. The patient re-connected the patient line to the catheter. The patient was advised to reset up with new supplies and to contact the nurse. Follow up with the patient's peritoneal dialysis nurse indicated that the clinic was not aware of the fluid leak or disconnected patient line. The patient was seen by the clinic prior to the follow up and the patient's effluent was clear and the patient was asymptomatic. The patient was not treated with antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.